Manufacturer narrative:
(B)(4). Additional information received from the customer states: "it was noticed that cannula is too soft and folds too much to patients anatomy. It is not straight enough and prevents suctioning". Customer states the device involved was thrown away. The investigation into this complaint is still in progress at the time of this initial report.

Event description:
Customer complaint alleges "tracheoflex s, size 7 was put to patient on (B)(6) 2017. Four days later suction catheter did not go anymore through the cannula, only 1-2 com from the opening. Cannula was changed back to the previous model tracoe 455-07 and suctioning was successful." There was no report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "tracheoflex s, size 7 was put to patient on (B)(6) 2017. Four days later suction catheter did not go anymore through the cannula, only 1-2 com from the opening. Cannula was changed back to the previous model tracoe 455-07 and suctioning was successful." There was no report of patient harm. Patient condition reported as "fine".